Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was shorter than expected battery life. The reporter stated that there was moisture present in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 22-aug-2018 with the following findings: review of the black box data revealed evidence of a sudden drop in voltage resulting in a low battery warning followed by a replace battery alarm on (B)(4) 2018. With the returned battery cap tightly in place on the pump, the pump demonstrated intermittent power loss. The battery compartment was noted to be cracked and there was moisture contamination inside the battery compartment. With a new battery in the pump, the battery life indicator showed only partial battery life. The electrical current draws were evaluated and found to be within specifications. Leak testing showed moisture ingress at the site of the battery compartment crack. There was no evidence of moisture contamination inside the pump. Investigation duplicated the complaint due to battery compartment damage and moisture contamination.